Event description:
The customer reported the failed occlusion testing at facility. There was no reported patient involvement/ no harm reported. Evaluation of returned device found multiple instances of downstream occlusion alarms.

Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed an found multiple instances of downstream occlusion alarms. The device was visually inspected. A functional test was performed. The cause of the reported issue was due damage to the device. The probable cause is intermittent failure on dso sensor assembly. Replaced dso sensor assembly. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.